Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering information for a replacement power pcb. The customer's biomed later confirmed that the power pcb was replaced and after observing proper operation through functional and performance testing the device was placed back into service for use. The removed power pcb has not been returned to physio-control for evaluation. Therefore, further investigation cannot be performed.

Event description:
It was reported that the device was displaying the service light and had two error codes logged in memory indicating a potentially critical failure. There was no report of patient use associated with the reported failure.